Manufacturer narrative:
Our product evaluation laboratory received one swan-ganz catheter with a monoject limited volume syringe and contamination shield. The catheter was submerged in a 36.9 °c water bath and read 37.0 °c on vigilance ii monitor. The thermistor temperature reading accuracy was within specification. The catheter ran cco in a 36.9 °c static water bath for 5 minutes without an error message. The thermistor and thermal filament circuit were continuous. There were no open or intermittent conditions. The eeprom data was found to be normal, both the stored data and the computed data matched. The resistance value of the thermal filament circuit was measured at 37.20 ohms, which was within specification. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body. The report of continuous cardiac index and inaccurate temperature issues were not confirmed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, values can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Hemodynamic values should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history records review was completed and documented that the device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
As reported, during use of this swan ganz catheter the continuous cardiac index (cci) was not displayed on the monitor and the temperature values drifted rapidly. There was no allegation of patient injury. Patient demographics were requested and not received.